Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a diagnostic procedure in (B)(6) 2011. Reportedly, the patient has had constant pain and nerve problems since the procedure. The patient is seeing a new physician and is being referred for nerve conduction studies and possible clip removal. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was unknown. Procedure was performed in (B)(6) 2011. The device was reported to be discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.